Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason. The patient was doing well post-operatively.

Manufacturer narrative:
Should have stated: (B)(6) 2016 additional information was received that physician assessed the patient's paddle lead was damaged due to a suture being put through the distal tip of the lead. The patient experienced a loss of stimulation coverage. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure for an unknown reason. The patient was doing well post-operatively.